Manufacturer narrative:
Method: lens work order search & medical review. Results: a lens work order search revealed there were no similar complaints within the work order. Medical review- when a wrong lens power is implanted and exchanged with the correct lens power resolves the problem. The secondary intervention is usually done by means of same incision which would not require incision enlargement and/or suturing due to the foldable properties of the collamer material (icl). (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - (refractive surprise03); vision, loss of; no known problem with the device. Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) and a refractive surprise was noted. Patient also experienced a loss of bcva. The reporter indicated the event was the result of a surgeon's error when entering the pre-op data in ocos. The lens remains implanted, however, the surgeon plans to exchange.